Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. As per the omnipod 5 user guide: "warning: always contact customer care if your omnipod 5 system controller is damaged and not working properly. If a controller replacement is needed, always consult with your healthcare provider to get instructions on using other backup insulin delivery methods, like insulin injections. Be sure to check your glucose frequently. Warning: always be prepared to inject insulin with an alternative method if insulin delivery from the pod is interrupted. You are at increased risk for developing hyperglycemia if insulin delivery is interrupted because the pod only uses rapid-acting u-100 insulin. Failure to have an alternative method of insulin delivery can lead to very high glucose or diabetic ketoacidosis (dka). Ask your healthcare provider for instructions for handling interrupted insulin delivery."

Event description:
It was reported the patient had lost their omnipod 5 controller/personal diabetes manager (pdm); the patient then developed hyperglycaemia (blood glucose levels not provided) leading to the patient attending the emergency department at queen fabiola children's university hospital on (B)(6) 2026. Symptoms reported include feeling tired and generally unwell. The patient was treated with an insulin pen. It was reported the patient was discharged after 30 minutes to 1 hour.